Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3389s-40 lot# va1vk24, implanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that at the (B)(6) 2020 office visit, the patient went in urgently because they were having some new symptoms the last 24 hours. They stated they felt like their face "is turned contorted" and their right hand goes "contracted". If they move it, it kind of gets them out of it and if they touch something, it will go away. They have had five or more episodes in the last 24 hours. They have not had similar reaction since they did dbs programming. They were trying to set it high to control the tremor in the right leg. The patient is taking ropinirole 2 mg three times daily and is tolerating well, so far not much benefit. There is no weakness of the face, no numbness, no dizziness, and they really have not noticed any change in the response to stimulation. The dbs was interrogated, initially using the patient programmer (pp) and received an eri message. They used the clinician programmer and indeed the eri is active and the battery voltage is 2.44. They contacted t echnical support and went through an extensive diagnostic process on the phone. Ultimately, it was found that the therapy impedance for the left brain stimulator was super high, with a 44 ma current draw, with the impedance being 66 ohms. The session report showed that the left bipolar contact 0/3 was "x", 64. They reprogrammed the stimulator, case positive, 1-, and were able to find a setting where they had reasonable control of their symptoms on the right and very little current draw from that side, at 0.6 ma. The hcp discussed with the patient about the fact that this is a lead failure, moisture in one of the connectors or some other entity, that is causing current leakage. That likely is why they have been experiencing the symptoms. Fortunately, their stimulator has not failed yet and they caught this to hopefully save some of the battery, and get it changed before it goes completely dead. The patient went in for a follow-up visit on (B)(6) 2020 and they are doing pretty good with the new settings. The patient is still doing okay with some tremor of the right hand and leg. They are not worse than before the short happened and they were re-programmed. They have not had any of the electrical spasm events since they were reprogrammed. They opted to reprogram the stimulator somewhat to try to get the tremor on the right under better control. The voltage was adjusted upwards. The final voltage on the left was 1.4v. Tremor was markedly improved but not completely gone. The patient did not have any obvious untoward effects. The hcp gave the patient the opti on of using their programmer to turn it up and down and the patient declined for now. They talked about the battery voltage. It has come up somewhat but the eri is still on/active. The dbs was interrogated and is functioning well. The battery voltage read 2.84 vo lts but the eri is active. They have spoken to the manufacturer regarding the eri still being on but the battery voltage is going up. They will see the patient back in a month. The implantable neurostimulator (ins) was not replaced. The short circuit and return of symptom were resolved. The patient's medical history includes: hypothyroidism, mixed hyperlipidemia, anxiety, chronic depression, p arkinson's disease, and benign hypertension.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting the leakage was stopped. The patient was seen on (B)(6) 2021. They noted that things are going pretty well but there is increased tremor in the right leg over the last few weeks that does not seem to respond to the medicines they are taking. The patient is not falling however. They are not having any of the electric shocks that they had when the wire was shorted. The deep brain stimulation (dbs) was interrogated and they adjusted the output of the left brain a bit without notable improvement in the tremor. The patient will be scheduled in the future for more extended reprogramming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted today with return of symptom/tremors on the right side affecting hands and face, which star ted yesterday. The implantable neurostimulator (ins) states elective replacement indicator (eri) with battery voltage at 2.45v. They saw the patient last month and the patient battery was 2.85v. A possible short circuit was discussed. Therapy measurement for left side was 66 ohms, 44 ma and patient programmed to electrodes 0-3. Programming around short circuit was discussed along with ins replacement. They mentioned they want the patient to have the rechargeable ins. They are to reach out to a manufacturer representative (rep) and surgeon for scheduling the replacement.